Event description:
It was reported that the patient underwent surgical intervention with an inflatable penile prosthesis (ipp) due to the inability to inflate the pump. Upon explant, the tubing leading to the pump was twisted resulting in disruption of flow with the fluid from the reservoir. The pump has also become inverted within the scrotum. The pump was explanted and replaced with a new ipp pump. No additional patient complications were reported.